Manufacturer narrative:
Customer declined repair on this unit.

Event description:
The customer reported that the ventilator backup battery was not working. The customer reported the ventilator was not in use on a patient. The manufacturer's service technician verified the ventilator would not operate on backup battery power. Review of the device diagnostic code log indicated a 24/12 volt power failure occurrence, as well as several occurrences of 'backup battery not connected.' A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service technician advised the customer that the battery needs to be replaced to correct the findings, but the customer declined repair on this unit at this time. The unit was returned to the customer unrepaired. No performance verification testing done since customer declined service. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsilenceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Use error caused or contributed to this reported problem.